Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer called to report that the pod initiated an alarm while a bolus was being delivered. Prior to the alarm, he had experienced consecutive high bg readings (317-374mg/dl) within a four hour period. The pod will be returned for evaluation.